Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The sc1-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with blank display due to cracked lcd controller. Unable to perform the displacement test, rewind, sleep current and active current test due to blank display. Unable to download history files and traces using thump software. The pump was cut open to perform visual inspection and found cracked lcd controller on electronic assembly noted. The following were noted during visual inspection: minor scratches on lcd window, minor scratched case, cracked retainer and cracked keypad overlay noted. In summary, the customer alleged cosmetic damage confirmed. Blank display was confirmed during analysis due to cracked lcd controller on the electronic assembly. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced display and front panel is damaged. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was not performed and found the issue is still unresolved. No harm requiring medical intervention was reported. The product mmt-1886 returned for analysis.